Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, thorough product analysis was performed. Microscopic analysis reveals insulation damage through to the lumen 132-142 mm from the terminal pin. Due to the location and type of damage, it was likely caused by lead-on-can abrasion with some type of crushing movement.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increasing artifacts. There was no inappropriate therapy as a result of the artifacts. The lead was explanted and replaced. No adverse patient effects were reported.